Event description:
No further event information available at the time of this report.

Manufacturer narrative:
The unknown screw was not returned or pictures provided; visual and dimensional evaluations could not be performed. Medical records were not provided. Part and lot identification are necessary for review of device history records, neither were provided. A definitive root cause cannot be determined. If any further information which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event, please see associated reports: 0001032347-2019-00427, 0001032347-2019-00428, 0001032347-2019-00429, 0001032347-2019-00430. Exact explant date unknown. Patient is reported to have been revised sometime during the month of (B)(6) 2020. Concomitant products: item# 24-6546; lot# 416150. Item# 24-6550; lot# 295391. Item# 24-6560; lot# 360330. Item# 24-6561; lot# 360310. Full establishment name - (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the product was not returned by the hospital. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that approximately seventeen (17) years ago, patient underwent a bilateral initial procedure. Subsequently, patient was revised approximately one (1) year and six (6) months ago due to loosening of the right side implants. Patient opted to replace both sides at the same time. Attempts have been made and no further information has been provided.